Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an ischemic stroke occurred post procedure. During a left atrial appendage (laa) closure procedure a 21mm watchman laa closure device was implanted. There were no recaptures performed during the procedure. The device was implanted with a complete seal and was placed distal to and spanned the entire laa ostium. During the procedure, the patient received 5000 units of heparin. However, a few hours later the patient experienced an ischemic stroke. An MRI procedure confirmed a brainstem infarction. The following day the patient could speak, was stable, but continues to have left hemiplegia.

Manufacturer narrative:
Describe event or problem: updated. (B)(4).

Event description:
It was further reported that there was 4 hours between the closure device implant procedure and the ischemic stroke.